Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. Dianeal therapies were ongoing. Forty-three days after onset of the symptoms, the patient was hospitalized for recurrent peritonitis. The patient was treated with vancomycin (1.5 grams, every 4 days for 2 weeks, intraperitoneally (ip)) for eleven days for the peritonitis. Four days after hospitalization, the patient was discharged. Eight days later, the patient was reported to have recovered from the event. The cause of the peritonitis was unknown. No additional information is available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h03036 and h13h24040. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).